Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose was 89 and 354 with a 106% difference. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.